Event description:
It has been reported that the 0.3ml 31gx6mm u-100 insulin syringe walmart has been found experiencing inability to aspirate during use. The following has been provided by the initial reporter: it was reported that syringe would not draw. Also reported glucose level was elevated. Verbatim: consumer reported that her syringe will not draw, problem was noticed when her glucose level remained elevated. Consumer does not re-use, problem occurred on (B)(6) 2019. Samples will be submitted for evaluation. Lot # 9091713 product # 328521 no exp date.

Manufacturer narrative:
Investigation summary: customer returned two (2) used 31g x 6mm, 0.3ml relion insulin syringes. Consumer reported that her syringe will not draw. Both samples were examined, then tested for flow using water: one syringe was able to draw properly, and the other was not. The sample that was unable to draw water properly was then wire tested, and the result was that the wire could not pass through the length of the cannula due to a hard material inside the cannula, possibly excess adhesive from the manufacturing process. This clog would be the cause for the syringe to be unable to draw, as reported. A review of the device history record was completed for batch# 9091713. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (clog). As per investigation completed by manufacturing, "on 3rd sep 2019, holdrege received (2) loose, 0.3 ml 31 g x 6mm s/c u-100 relion syringe from batch 9091713. All samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. A visual evaluation of the (1) syringe returned from the customer appeared to have adhesive clog inside the cannula. Process: ¿the racks carrying the hub with cannula move further down along a rail, a pullout device moves the cannula out a small distance for adhesive to be applied. ¿during the parts pass under the corona treater pins and exposed to an ion rich corona field, which increases surface energy wettability to aid in the adhesion of the adhesive to the hub. ¿the cannula is then re-inserted into the hub with vacuum. ¿the pim inspection systems looks for adhesive clogs and rejects the needle assemblies in the process. Reviewed DHR records, logbooks & maintenance history from sap did not find any potential causes/ adjustments to the process. No root cause determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the 0.3 ml 31g x 6 mm u-100 insulin syringe (B)(6) has been found experiencing inability to aspirate during use. The following has been provided by the initial reporter: it was reported that syringe would not draw. Also reported glucose level was elevated. Verbatim: consumer reported that her syringe will not draw, problem was noticed when her glucose level remained elevated. Consumer does not re-use, problem occurred on (B)(6)2019. Samples will be submitted for evaluation. Lot # 9091713. Product # 328521. No exp date.